Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays were taken and physician confirmed migration. Lead diagnostics showed impedances were normal. Reprogramming was attempted by abbott representatives to no avail. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned. No product was explanted. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.